Manufacturer narrative:
Section d, device identification, was updated. Relevant fields of sections d and g were updated. The ca2 reagent lot number was 880047 with an expiration date of 31-aug-2026. The field service engineer (fse) replaced a sample probe and performed adjustments. Qc was acceptable. The investigation determined the event was due to a maintenance issue.

Event description:
The initial reporter questioned results for multiple patient samples tested for calcium gen.2 (ca2) on a cobas c 503 analytical unit. An example of discrepant results was provided for 1 patient sample. The initial result was 5.3 mg/dl. The repeat result was 8.6 mg/dl. The repeat result was believed to be correct.

Manufacturer narrative:
The c503 analyzer serial number was (B)(6). The field service engineer (fse) observed crystallization on top of the cuvettes and cell rinse overflowing during mechanism checks. The fse flushed the solenoid valves, the cuvette rinse nozzles, and the check valve. The vacuum pump filter was replaced, the gear pump was adjusted, the reagent and sample probe rinse volumes were adjusted, and the cuvette rinse, blank cell, and acid wash volumes were adjusted. Mechanism checks were completed with no issues, and the rinse levels were within specification. Precision results were acceptable. The customer has had no further issues since the service visit. The investigation is ongoing.